Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents successfully implanted to proximal lad. Patient was asymptomatic / free of symptoms at 30 day, 6 and 9 month follow up. Approximately 9 months 3 weeks post index procedure patient had cerebral embolism observed, physician considered existence of cardiogenic thrombosis, plavix was withdrawn and warfarin was started. Investigator indicated that there was no relationship with the study product, drug or procedure

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).